Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. A review of the following labeling was performed: homechoice / homechoice pro apd systems patient at-home guide, document number 07-19-63-293 july 28, 2010. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." If any additional information is received, a follow-up will be sent.

Event description:
It was reported that during evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2013 21:08:00. During night drain cycle one, the patient's ultrafiltration reading was 1178ml, indicating the home patient (hp) drained 1178ml more than their maximum programmed fill volume of 1400ml. This information meets iipv criteria. No additional information is available.